Event description:
On the 7th july 1999, nellcor puritan bennett employee received info reporting an issue with a npb 190 pulse oximeter. The customer alleged that the npb 190 failed to alarm when the finger probe was removed from the finger. Initial info suggests no pt harm or treatment changes.